Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure. All ECG (electrocardiogram) signal was lost and the case was canceled. They had no signal with the ECG cable. There is a loose electrical connection. The cable doesn't look physically damaged and was used less than 100 times / integral. Procedure has been cancelled as they didn't have a spare one. The physician did not have any intact ECG signal available to monitor patient heart rhythm (example: body surface, anesthesia monitor, defibrillator). The signal was not available. The patient was under local anesthesia and no transseptal puncture was performed prior to the case cancellation. In the physician¿s opinion cancelation of the procedure did not contribute to a death or a serious injury to the patient. The patient did not require extended hospitalization due to a medical condition caused by procedure cancellation. The reported signal loss/noise issues are MDR-reportable.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: it was confirmed that replacement bs ECG cable was delivered to the customer. The system is ready for use. Non-manufacturing related potential cause has been identified, therefore no manufacturing record evaluation is required. Due to the conditions of the ECG cable, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2022, the product investigation was updated. The manufacture date of 17-apr-2019 was provided. The manufacturing record evaluation was also performed. The manufacturing record evaluation was performed on carto 3 #35310, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)